Manufacturer narrative:
(B)(40. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Obtaining the device may have further aided the analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, a 10x39mm otw omnilink elite balloon-expandable stent system was removed from the dispenser coil; however, it was noticed that the stent was loose. No resistance removing the device from the dispenser coil was felt. The procedure was successfully completed with a new otw omnilink elite balloon-expandable stent system. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.